Event description:
It was reported that during a da vinci si surgical procedure, the harmonic curved shears insert accessory broke and a piece fell into the patient. The piece was retrieved and removed from the patient. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The insert was returned and evaluated and engineering found the clamp arm detached from the distal end of the instrument. Shaft features that mate with clamp arm pins are bent backwards, indicating possible hyperextension of the clamp arm. Curved blade has a small gouge below midpoint. Evidence is not conclusive, but damage is likely due to mishandling/misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. -do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.